Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6947 implantable tachy lead (B)(6) 2003. (B)(4).

Event description:
It was reported that there was a remote transmission alert for high impedance on the right atrial (ra) lead. The lead will be replaced. No patient complications have been reported as a result of this event.

Event description:
It was also reported lead was unable to capture. The lead was capped and replaced.